Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for bowel control reported via the manufacturer representative that they were having discomfort in the buttocks. It was stated they had to sit on "the side" to get relief. Per the healthcare provider (hcp), the patient felt painful muscle stimulation in their "rectally buttocks area" that occurred suddenly. The problem had been occurring for a couple weeks since (B)(6) 2015. The patient had not turned off their stimulation since being implanted and did not know how this happened. The hcp did an x-ray and it did not appear that any leads were broken or fractured. No interventions were taken and the patient was going to try and turn the device off to see if it made a difference. No further information was reported. A follow up report will be sent if additional information is received.